Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were hard to press and screen was fuzzy makes difficult to read. Customer stated that insulin pump had issue with rewind process and had to press button more than once to rewind insulin pump. Insulin pump received unexplained no delivery alarm. Insulin pump's motor took longer to prime. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were hard to press and screen was fuzzy makes difficult to read. Customer stated that insulin pump had issue with rewind process and had to press button more than once to rewind insulin pump. Insulin pump received unexplained no delivery alarm. Insulin pump's motor took longer to prime. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.